Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 487 mg/dl at the time of incident. The customer reported that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 117 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported the insulin pump had insulin flow blocked alarm. The insulin pump will be returned and reservoir will not be returned for analysis.